Event description:
Complainant alleged that during training by facility staff, the device intermittently does not display the "analyze" prompt. There was no pt involvement during the reported malfunction.